Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n244288015, implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 MRI compatibility guidelines were being requested. It was reported that the pump had been explanted some time ago and the catheter was left implanted. The patient was recently hospitalized and was having an l-spine MRI to rule out a spinal infection. The reporter had no further history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.